Event description:
It was reported during implant, the physician first stated that the lead appeared to look longer and was measured to be 58 centimeters, but was in a box labeled as a 52 centimeter lead. When the lead was placed in the atrium, the helix extended and fixed appropriately but impedance was less than 200 ohms and there was no capture at 10 volts. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the inner insulation was torn. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched. The analyst commented that the lead has been stretched, the inner tubing is torn and buckled with prevents the helix from functioning properly.